Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. Customer reported they had experienced high blood glucose level of 451 mg/dl. The customer stated she had trouble with her infusion set tubing. Troubleshoot was performed for no delivery alarm. Customer reports alarm did not occur during manual prime customer reports event was resolved by changing complete set. The insulin pump will not be returned for analysis.